Event description:
The customer reported intermittent white blood cell (wbc) and differential (diff) vote-outs and aperture alerts involving the coulter act diff 2 analyzer. No erroneous patient results were generated. There was no patient consequence associated with this event. The customer indicated patient samples, analyzed at the time of the event, were sent to the main reference laboratory for reanalysis; the results would be reported from the reference laboratory. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the instrument was in operation and performed latex calibration, adjusting the white blood cell (wbc) and red blood cell (rbc) to specifications. The fse also performed a pulse test to verify the electronics. The instruments waste was also rerouted from the sink into the waste container to keep the tubing away from the power cables. The fse performed system verification and analyzed patient samples with the customer. No system error messages were observed. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to incorrect aperture gain. Beckman coulter continues to track and trend any incident related to this issue.